Event description:
It was reported that inappropriate auto mode switching (ams) episodes due to far field r wave oversensing was observed on the implantable cardioverter defibrillator (ICD) during a ventricular threshold test. The patient was stable.

Manufacturer narrative:
Correction: section b5 in the previous additional report should have been populated to include information noting programming changes were made.

Event description:
New information received notes the issue was discovered remotely, far field r wave oversensing was confirmed, programming changes were made to turn off auto capture, the patient was stable.